Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage and blank display. The customer's blood glucose level was 110 mg/dl at the time of the incident. The customer stated that he went swimming with his pump. The customer stated that the pump vibrated and then shut off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic assembly. The insulin pump was received with moisture damage at motor assembly. The insulin pump had a minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the pump near the battery tube compartment, cracked battery tube threads and serial number label peeling.